Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct e2/e3/g2 (added selection) and h10 (information was inadvertently omitted from the initial medwatch). Correction to h10: it was further noted that there were no abnormalities in the accessories used for reprocessing and the device was not used on a patient with foreign material attached. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and there were no reported deviations in the reprocessing steps from the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf-170 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf-170 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, manual cleaning was done within an hour of the procedure, the device was rinsed prior to manual disinfection, and the instrument channel, suction channel, air/water valve, suction valve, and biopsy valve were brushed during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the angulation in the up direction and the gap on the upward/downward angulation control knob were out of standards due to the worn angle wire, an abnormal light guide bundle, a broken adhesive on the bending section cover, a dented connecting tube, a worn out switch 1, and a scratched switch 2. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported a cleaning brush got caught in the gastrointestinal videoscope. The issue was found when preparing the device for use in a diagnostic procedure. A similar device was used to complete the procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: residue and foreign material from the biopsy channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.